Event description:
The customer reported the generation of erroneous sodium (na) patient results on their dxc 800 pro chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer observed variation from two of the dxc analyzers and compared results from another laboratory. Data was provided for ten (10) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro chemistry analyzer. The fse determined the failure mode as a faulty sample syringe and carbon bridge. The fse performed cleaning and replaced the sample syringe and carbon bridge to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).